Event description:
It was reported that the patient was experiencing pain, muscle weakness and inefficient pain therapy from their spinal cord stimulator (scs). The patients lead has migrated. The patient underwent an scs revision procedure wherein a lead was added. The patient was doing well postoperatively, and the device remains implanted and in use.